Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One proximal nxt connector piece and one 4 fr groshong nxt clearvue catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The catheter was measured to be approximately 43 cm long. The proximal end of the catheter was observed to be sharply angled. A microscopic observation revealed striations on the surface of the proximal end of the catheter. The break surface was observed to be angled and slightly uneven but mostly smooth and lustrous. Some sections of the break surface were observed to be granular in texture. The sharp angle of the break site and the striated pattern observed on the reflective fracture surface indicate the catheter was most-likely damaged by contact with a sharp-edged instrument. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient removed the catheter by himself. During the self-removal of the catheter, the catheter was broken, and the catheter segment was migrated into the pulmonary artery. The migrated catheter was removed using a snare. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient removed the catheter by himself. During the self-removal of the catheter, the catheter was broken, and the catheter segment was migrated into the pulmonary artery. The migrated catheter was removed using a snare. There was no reported patient injury.